Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, unknown head, unknown liner. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the locking ring of the cup was deformed during the liner was impacted. The cup was removed and the surgery was completed with a second cup. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product confirms attempted implantation of the liner deformed the lock ring. Orientation of the lock ring is correctly assembled the shell. The lock ring is bent downward into the shell outside of the lock ring groove. Nicks and gouges to the lock ring and shell face were noted. No other damage was noted complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.